Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device was subjected to visual inspection, as well as functional and electrical testing. The evaluation determined that the issue was caused by an electrical short. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4)

Event description:
It was reported that the patient therapy controller (ptc) would not power on. Troubleshooting was performed but the issue persisted. The ptc was returned for evaluation.